Event description:
The ted12 was used during a laparoscopic burch procedure. The balloon broke on the third pump. A piece of the balloon was broken off in the pt. The surgeon did retrieve the piece. There was no consequence to the pt 8/6/97 another ted12 was opened to complete the case.

Manufacturer narrative:
H3: added additional info. Visual inspections & results: balloon condition, burst; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, good; and stopcock condition, good/open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a balloon which had burst and only 1/2 of the balloon was attached, with the remaining portion of the balloon returned in a separate bag. The point of propagation was determined to be at 270 degrees from the stopcock position and 3/4 of an inch from the attachment ring. No conclusion could be reached as to why the balloon had burst during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.